Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing rupture below drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 72213n because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd secondary administration set, roller clamp(s) spin male the tubing ruptured. There was no report of patient impact. The following information was provided by the initial reporter: reference number 72213n had a 5mm rupture in the line below the chamber.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set, roller clamp(s) spin male the tubing ruptured. There was no report of patient impact. The following information was provided by the initial reporter: reference number 72213n had a 5mm rupture in the line below the chamber.